Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with delayed paralysis after t12 compression fracture; and underwent posterior spinal fusion at t10-l2. Intra-op, screw head was slightly shaking when inserting the screw. The shaft of screw tip did not feel to be wobbling, but the head part seemed to draw an arc and it was uncomfortable to insert the screw. The screw and the driver were confirmed to be firmly gripped and locked before use. There were no patient complications reported as a result of this event. When checking the driver, it was found to be deformed and scratched on the tip of shaft, scratched on the sleeve thread, and the handle joint.